Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the device was explanted due to open circuit electrodes (date not reported). The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is filed on may 01, 2019.